Event description:
Fill volume: unknown, flow rate: 5ml/hr; procedure: chemotherapy; cathplace: unknown. Please reference: 2026095-2015-00063/(B)(4) and 2026095-2015-00065/(B)(4). Incident 2 of 3: an international distributor reported that 3 infusions ended sooner than expected. It was reported as, "pump 2day: has completed infusion in 12 hours rather than 48 hours for the last 3 cycles". Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as no device was available for an evaluation, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to halyard for an evaluation, therefore we are unable to determine a cause for the reported event. Additional information was requested, however is not available at this time. It is unknown what the total fill volume was for the pump. There are several factors that can affect the flow rate of the pump. Per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.